Event description:
It was reported the 3100 shut down during use. No patient harm.

Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 2015 and was not subject to UDI requirements, and removed UDI info in d4. Results of investigation: results of investigation: the quote for the field service engineer (fse) visit was sent to the customer. However, no response or purchase order was received from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.